Manufacturer narrative:
Product analysis: it was confirmed that the programmer would not maintain calibration. The display overlay and printed circuit board (pcb) connection was re-seated and the stylus was re-calibrated to the display. The hard drive was reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests.

Event description:
It was reported that the programmer stylus was unable to be calibrated. The programmer was returned for service. There was no patient involvement.